Event description:
It was reported as a general comment that the account seems to be having more problems lately with the prostyle in regard to experiencing cuff misses and suture breaks. The number of patients, procedures, and number of prostyle devices used is no longer available. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The cuff miss device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
B3: estimated date. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.